Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
The patient had two leads from the same lot and two extensions from the same lot. Device 1 of 3. Reference MFR report #: 1627487-2016-00300 and 1627487-2016-00301. It was reported the patient's leads were explanted due to infection. The date of the surgery is unknown. On (B)(6) 2016, the patient's ipg and extensions were explanted due to infection where the extensions were coiled. During the procedure, the patient had a wound debridement at the extension site. Culture testing was done. As of (B)(6) 2016, the infection was not cleared and the patient was still on antibiotics.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2016-00300 and 1627487-2016-00301. Follow-up revealed the infection had resolved over time.